Manufacturer narrative:
The MFR's service representative performed an onsite investigation. The control panel was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the c-arm control panel was not functioning properly. No pt injury was reported.